Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report # 2032227-2014-22595.

Event description:
The customer reported that she was hospitalized with ketoacidosis with a bent cannula on her infusion set. The customer stated she did not know whether it was an issue with the batch or the serter. In regards to the sites, the customer stated the first bent cannula had been on the side of the hip, and the next bent cannula was in the upper abdomen. The customer was on an intravenous drip and stated the minute she was back on the insulin pump, her blood glucose went up to 400 mg/dl. When the customer was hospitalized, she reported, her blood glucose would not come out of the 400 to 499 mg/dl range, and she experienced nausea, weakness, and breathing problems. After the hospitalization, she had discovered a 90 degree kink in the cannula. The customer expressed concern that she did not receive a no delivery message until the insulin pump showed that she had gotten 3.1 units of insulin. On (B)(6) 2014, the customer's blood glucose was...